Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, the patient stumbled 8 weeks post-op, resulting in inflammation of the knee. This was treated with antibiotics.